Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problem/neuro condit/prob') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, fibroids and pregnancy with contraceptive device (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. Previously administered products included for contraception: depo provera from (B)(6) 2009. Concurrent conditions included dysplasia and elevated bp. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2011 for contraception as well as butalbital, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("other: (migraines)/ migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: i.b.s.,"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced weight fluctuation ("other: (weight gain)/ weight gain / loss specify which one: weight gain/ weight loss"). In (B)(6) 2011, the patient experienced alopecia ("other: (loss of hair)/ hair loss"). In (B)(6) 2011, the patient experienced hypotension ("blood or heart disorder/condition type: low blood pressure"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions- type- bumps on legs"). In (B)(6) 2016, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems, type: blurred vision"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvis / chronic"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), chest pain ("other: (chest pain)"), vertigo ("other: (vertigo)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), acne ("rashes or skin conditions type: acne"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), device expulsion ("expulsion"), vaginal infection ("vaginal infection"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight fluctuation, alopecia, chest pain, migraine, vertigo, mood swings, vaginal haemorrhage, menorrhagia, cystitis, depression, acne, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infection, rash papular, irritable bowel syndrome, abdominal pain lower, metrorrhagia, device expulsion, vaginal infection, headache and nausea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, back pain, chest pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypotension, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neuromyopathy, ovarian cyst, pelvic pain, perforation, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight fluctuation to be related to essure. The reporter commented: current weight 193 lbs. The plaintiff experienced three other pregnancy episodes in (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013 ,which has been captured under cases numbers (B)(4) respectively. Discrepancy noted- gravida 8; parity-3. She received treatment for chronic, dysmenorrhea, dyspareunia, pelvic/abdominal, back pain, psych injury, urinary problem, bladder infection, vaginal infection, vaginal discharge. Discrepancy noted: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: 628426, manufacturing date: 2008/11, expiration date: 2011/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('miscarriage'), genital hemorrhage ('bleeding') and neuromyopathy ('neuromuscular problem/neuro condit/prob') in an adult female patient who had essure (batch no. 628426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, fibroids and pregnancy with contraceptive device (B)(6) 2011,(B)(6) 2012 and (B)(6) 2013). Previously administered products included for contraception: depo provera from (B)(6) 2009. Concurrent conditions included dysplasia and elevated bp. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 for contraception as well as butalbital, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2009, the patient experienced migraine ("other: (migraines)/ migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: i.b.s.,"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced weight fluctuation ("other: (weight gain)/ weight gain / loss specify which one: weight gain/ weight loss"). In (B)(6) 2011, the patient experienced alopecia ("other: (loss of hair)/ hair loss"). In (B)(6) 2011, the patient experienced hypotension ("blood or heart disorder/condition type: low blood pressure"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions- type- bumps on legs"). In (B)(6) 2016, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems, type: blurred vision"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital hemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvis / chronic"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), chest pain ("other: (chest pain"), vertigo ("other: (vertigo"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), acne ("rashes or skin conditions type: acne"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), device expulsion ("expulsion"), vaginal infection ("vaginal infection"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital hemorrhage, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight fluctuation, alopecia, chest pain, migraine, vertigo, mood swings, vaginal hemorrhage, menorrhagia, cystitis, depression, acne, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infection, rash papular, irritable bowel syndrome, abdominal pain lower, metrorrhagia, device expulsion, vaginal infection, headache and nausea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, back pain, chest pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, hypotension, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neuromyopathy, ovarian cyst, pelvic pain, perforation, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, vertigo, vision blurred and weight fluctuation to be related to essure. The reporter commented: current weight 193 lbs. The plaintiff experienced three other pregnancy episodes in (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013 ,which has been captured under cases numbers (B)(4). Discrepancy noted- gravida 8; parity-3. She received treatment for chronic, dysmenorrhea, dyspareunia, pelvic/abdominal, back pain, psych injury, urinary problem, bladder infection, vaginal infection, vaginal discharge. Discrepancy noted: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problem/neuro condit/prob') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, fibroids and pregnancy with contraceptive device ((B)(6) 2011, (B)(6) 2012 and (B)(6) 2013). Previously administered products included for contraception: depo provera from j(B)(6) 2009 to (B)(6) 2009. Concurrent conditions included dysplasia and elevated bp. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as butalbital, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("other: (migraines)/ migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: i.b.s.,"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced weight fluctuation ("other: (weight gain)/ weight gain / loss specify which one: weight gain/ weight loss"). In (B)(6) 2011, the patient experienced alopecia ("other: (loss of hair)/ hair loss"). In (B)(6) 2011, the patient experienced hypotension ("blood or heart disorder/condition type: low blood pressure"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions- type- bumps on legs"). In (B)(6) 2016, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems, type: blurred vision"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvis / chronic"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), chest pain ("other: (chest pain)"), vertigo ("other: (vertigo)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), acne ("rashes or skin conditions type: acne"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), device expulsion ("expulsion"), vaginal infection ("vaginal infection"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight fluctuation, alopecia, chest pain, migraine, vertigo, mood swings, vaginal haemorrhage, menorrhagia, cystitis, depression, acne, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infection, rash papular, irritable bowel syndrome, abdominal pain lower, metrorrhagia, device expulsion, vaginal infection, headache and nausea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, back pain, chest pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypotension, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neuromyopathy, ovarian cyst, pelvic pain, perforation, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight fluctuation to be related to essure. The reporter commented: current weight 193 lbs. The plantiff experienced three other pregnancy episodes in (B)(6) 2011, (B)(6) 2012 and (B)(6)2013 ,which has been captured under cases numbers 2019-168842, 2019-168844, 2019-168845 respectively. Discrepancy noted- gravida 8; parity-3 she received treatment for chronic, dysmenorrhea, dyspareunia, pelvic/abdominal, back pain, psych injury, urinary problem, bladder infection, vaginal infection, vaginal discharge. Discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: 628426 manufacturing date: 2008/11 expiration date: 2011/11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), genital haemorrhage ('bleeding'), pregnancy with contraceptive device ('post-implant pregnancy') and neuromyopathy ('neuromuscular problem') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and fibroids. Concurrent conditions included dysplasia and elevated bp. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), alopecia ("other: (loss of hair)"), chest pain ("other: (chest pain)"), migraine ("other: (migraines)") and vertigo ("other: (vertigo)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("other: (weight gain)"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight increased, alopecia, chest pain, migraine and vertigo outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, chest pain, dyspareunia, genital haemorrhage, migraine, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: 628426 manufacturing date: 2008/11 expiration date: 2011/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problem') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, fibroids and pregnancy with contraceptive device ((B)(6) 2011, (B)(6) 2012 and (B)(6) 2013). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysplasia and elevated bp. Concomitant products included butalbital, ibuprofen and sertraline hydrochloride (zoloft). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("other: (migraines)/ migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: i.b.s.,"). In (B)(6) 2010, the patient was found to have weight increased ("other: (weight gain)/ weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("other: (loss of hair)/ hair loss"). In (B)(6) 2011, the patient experienced hypotension ("blood or heart disorder/condition type: low blood pressure"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions- type- bumps on legs"). In (B)(6) 2016, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems, type: blurred vision"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvis"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), chest pain ("other: (chest pain)"), vertigo ("other: (vertigo)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), acne ("rashes or skin conditions type: acne"), tooth disorder ("dental problems") and abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight increased, alopecia, chest pain, migraine, vertigo, mood swings, vaginal haemorrhage, menorrhagia, cystitis, depression, acne, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infection, rash papular, irritable bowel syndrome and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, back pain, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypotension, irritable bowel syndrome, menorrhagia, migraine, mood swings, neuromyopathy, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: current weight 193 lbs. The plantiff experienced three other pregnancy episodes in (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013 ,which has been captured under cases numbers (B)(4) respectively. Discrepancy noted- gravida 8; parity-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Imaging procedure - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: 628426, manufacturing date: 2008/11, expiration date: 2011/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received : pregnancy outcome was updated. Events added- mood swings, vaginal bleeding, menorrhagia, cystitis, acne, depression, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infections, limb mass, irritable bowel syndrome, abdominal pain lower, abortion spontaneous. Lab data added. Severity of pelvic pain updated. Onset date of events added. Concomitant and historical products added. Reporter information, patient details added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problem/neuro condit/prob') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, fibroids and pregnancy with contraceptive device ((B)(6) 2011, (B)(6) 2012 and (B)(6) 2013). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysplasia and elevated bp. Concomitant products included butalbital, ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("other: (migraines)/ migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: i.b.s.,"). In (B)(6) 2010, the patient experienced weight fluctuation ("other: (weight gain)/ weight gain / loss specify which one: weight gain/ weight loss"). In (B)(6) 2011, the patient experienced alopecia ("other: (loss of hair)/ hair loss"). In (B)(6) 2011, the patient experienced hypotension ("blood or heart disorder/condition type: low blood pressure"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions- type- bumps on legs"). In august 2016, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems, type: blurred vision"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvis / chronic"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), chest pain ("other: (chest pain)"), vertigo ("other: (vertigo)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), acne ("rashes or skin conditions type: acne"), tooth disorder ("dental problems"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), device expulsion ("expulsion"), vaginal infection ("vaginal infection"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight fluctuation, alopecia, chest pain, migraine, vertigo, mood swings, vaginal haemorrhage, menorrhagia, cystitis, depression, acne, hypotension, tooth disorder, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, fatigue, urinary tract infection, rash papular, irritable bowel syndrome, abdominal pain lower, metrorrhagia, device expulsion, vaginal infection, headache and nausea outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, acne, allergy to metals, alopecia, back pain, chest pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypotension, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neuromyopathy, ovarian cyst, pelvic pain, perforation, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight fluctuation to be related to essure. The reporter commented: current weight 193 lbs. The plantiff experienced three other pregnancy episodes in (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013 ,which has been captured under cases numbers 2019-168842, 2019-168844, 2019-168845 respectively. Discrepancy noted- gravida 8; parity-3. She received treatment for chronic, dysmenorrhea, dyspareunia, pelvic/abdominal, back pain, psych injury, urinary problem, bladder infection, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Imaging procedure - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: events metrorrhagia, expulsion, vaginal infection, headache and nausea was added. Weight gain updated as weight fluctuation. Insertion and lab data date was updated. Treatment details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration / perforation'), genital haemorrhage ('bleeding'), pregnancy with contraceptive device ('post-implant pregnancy') and neuromyopathy ('neuromuscular problem') in an adult female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and fibroids. Concurrent conditions included dysplasia and elevated bp. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), back pain ("other: (back pain)"), abdominal pain ("other: (abdominal pain)"), alopecia ("other: (loss of hair)"), chest pain ("other: (chest pain)"), migraine ("other: (migraines)") and vertigo ("other: (vertigo)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("other: (weight gain)"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, neuromyopathy, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, back pain, abdominal pain, weight increased, alopecia, chest pain, migraine and vertigo outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, chest pain, dyspareunia, genital haemorrhage, migraine, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: adequate blockage of essure devices bilaterally. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 22-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was updated to events - pain, migration/perforation, urinary problem, nickel sensitivity, bleeding, dyspareunia, neuromuscular problem, other: (back pain, abdominal pain, weight gain, loss of hair, chest pain, migraines, vertigo), post-implant pregnancy, device ineffective. Reporter information, aka name, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.